Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade iii. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
The device has been explanted.